Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins wasn't working and the patient had stopped charging the ins. It was noted the event date was unknown but the patient had stated "it has been awhile". The patient now needed a MRI for knee issues unrelated to their device/therapy. They were redirected to the doctor. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the por was performed and it was now working properly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that in (B)(6) 2017, the patient's ins started to not work. The patient had told the hcp that the "adaptor is charged" but will not turn on. The cause of the ins not working and not turning on has not yet been determined. A manufacturer representative (rep) was notified of the ins not working on march 23, 2018 and asked to contact the patient to check the device. No further complications were reported or anticipated.